Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reported that a speaker malf. Inop was displayed on the intellivue multi-measurement module x3. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Event description:
The customer reported that a speaker malf. Inop was displayed on the intellivue multi-measurement module x3. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Manufacturer narrative:
H3 other text : customer cancelled evaluation/quote.